Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had communication issue and nurses were unable to pull meds for patients in pyxis. Particularly, new patients, or new patient transfers. A technical support specialist verified symptoms and fmol facility, logged into station as cfn admin, adjusted proxy settings via internet properties and atlas device registration tool, and registered the device. Monitored logs for rpc errors and confirmed successful configuration unless further issues arise to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es system had communication issue since the time was changed. The nurses were unable to pull meds for new patients or new patient transfers in pyxis. There were no adverse events or injuries reported based on this incident.